Event description:
Related to MFR report # 2183959-2012-02291. It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams straight-in y-cling with intepro system to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered bodily injuries, including extreme pain, continued stress urinary incontinence, erosion of her internal bodily tissue and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.